Manufacturer narrative:
Due to character restriction in block e1. E1 event site full name is (B)(6). A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) still used the battery power when connected to ac power, and then immediately replaced it with other equipment, and no personal injury occurred.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (medical device ¿ problem code, investigation findings).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, e1( initial reporter), g1(contact person ¿ mfg site), g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and confirmed that the fault was caused by the failure of the frame to power the host due to poor contact between the host and the frame. After re-plugging the host, it returned to normal. All functional and safety test performed.